Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02996 and 2134265-2016-03023. (B)(6) clinical study. It was reported that no reflow occurred. In (B)(6) 2012, the patient was diagnosed with stable angina and coronary angiography was performed. Target lesion #1 was an in-stent restenosis (isr) of an unknown drug eluting stent (des) located in the mid portion of the saphenous vein graft (svg) to 2nd obtuse marginal (om2) with 80% stenosis and was 10mm long with a reference vessel diameter of 4.00mm. Target lesion #1 was treated with direct placement of a 4.00x16mm promus element¿ plus drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the distal right coronary artrey (rca) with 80% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00x16mm promus element¿ plus drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #3 was a de novo lesion located in the right posterior descending artery (r-pda) with 80% stenosis and was 18mm long with a reference vessel diameter of 2.50mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.50x24mm promus element¿ plus drug-eluting stent. Following post dilatation, the residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented to the emergency department with complaints of abdominal pain with diarrhea, melena and hematochezia and was hospitalized on the same day. The patient was diagnosed with colitis, sepsis, and acute renal failure. Medication was given to treat sepsis and acute renal failure. The patient was placed on intravenous (IV) hydration therapy. The following day, cardiac enzymes were noted to be elevated. The next day, subtotal colectomy and ileostomy was performed to treat colitis and the colitis was considered resolved on the same day. Three days after, the patient had acute respiratory failure post operation and was also diagnosed with atrial fibrillation during the course of hospitalization. Medication was given to treat acute respiratory failure and atrial fibrillation. Seven days later, acute renal failure was considered resolved. Two days later, troponin I was noted to be elevated and the site reported an event of non-st elevation myocardial infarction (nstemi). The patient was transferred to another hospital for cardiac catheterization. Two days later, electrocardiogram (ECG) revealed anterior and inferior infarct and the patient developed gastrointestinal (gi) bleed and blood transfusion was done in response to the gi bleed. Two days later, coronary angiography was performed. The 80% isr of the study stent located in distal rca was treated with balloon angioplasty using 2.5x12mm non-bsc balloon catheter. Post treatment, the residual stenosis was 20%. Post inflation, no reflow was noted, this was treated with nitroglycerin. Additionally, the 70% isr of study stent located in mid portion of svg to om2 was treated with balloon angioplasty using 3.50mm x 30mm emerge¿ balloon catheter. Post treatment, the residual stenosis was 0% with timi 3 flow. Post inflation, no reflow was noted, this was treated with nitroglycerin twice. On the same day, the event of mi was considered resolved.